Event description:
Cervical hardware removal case - all the screws had been removed from the plate and the surgeon was working on removing the plate when the laser flashed a "system failure" and "lamp failure" message. Tried to reset laser but unable to do so. All chartable information was gone. The surgeon removed plate and laser was no longer needed. To biomed.